Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: no further information available, the complaint has been directly reported by ansm and the complainant is anonymous. Please clarify who reported to health authority? If the patient reported, please ask the patient following questions: if in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form attached. If the health professional reported, please ask hp following questions: the patient demographic info: age, weight, bmi at the time of index procedure other relevant patient history/concomitant medications were any concomitant procedures performed? Time of onset of urinary infection from the surgical procedure (B)(6) 2014? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? What medical intervention was performed? Results? If reoperation was performed please provide date and surgical findings. Was the device removed? If so, please date and details of the re-operation. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that the patient underwent a promonto fixation by double laparoscopic strip rectopexy and posterior hysteropexy procedure on (B)(6) 2014 and the suburethral mesh was implanted for urethral support. Since the procedure, the patient experienced frequent urinary infection and severe pain during sexual act. No further information is available.